Event description:
It was reported that after implant in (B) (6) 2009, they were getting "poor pacing measurements" and upon opening the pocket on (B) (6) 2010, they found that the tip of the rv lead was not in good contact with the cardiac tissue and the screw mechanism was damaged, so the lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - (B) (4): the full lead was returned and analyzed. Testing revealed the helix would not extend due to distortion and fracture of the distal conductor with the connector. Dried blood in the medial and tip end of the distal conductor may have prevented torque transfer when the is-1 pin was rotated and contributed to the fracture. (B) (4) no anomalies found (B) (4) full lead.